Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not supplied by the customer. There is no indication the troponin I (accutni+3) reagent was returned for evaluation. In conclusion, the cause of the elevated, non-reproducible access accutni+3 results cannot be determined with the available information. All mdrs associated with this report: mdr2122870-2015-00819, mdr2122870-2015-00820.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results, above the normal reference range of the assay, for two (2) patients on the laboratory's access 2 immunoassay system serial number (B)(4). This MDR will address the first patient identified as patient 1 who was drawn on (B)(6) 2015. MDR 2122870-2015-00820 will address the results for the second patient identified as patient 2. The customer redrew and tested a new sample for the patient on the same access 2 immunoassay system on (B)(6) 2015 and obtained a 0.00 ng/ml result. The initial elevated access accutni+3 result was reported outside the laboratory. The patient was transferred to a larger hospital due to the initial, elevated access accutni+3 result obtained. Access accutni+3 quality control (qc), access accutni+3 calibrations and system check were within their respective established ranges prior to and after the event. Samples were drawn and collected in 3 ml becton dickinson lithium heparin gel separator tubes. Samples were centrifuged at 6000 revolutions per minute for six (6) minutes at room temperature. The customer did not note any sample integrity issues.